Manufacturer narrative:
A zoll field service engineer (fse) went on-site to evaluate the device. During evaluation, the reported malfunction was unable to be confirmed or duplicated. An est and performance check were completed and all tests passed successfully. The device is operational and meets OEM specifications.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited an internal o2 leak. There was no patient involvement reported.